Event description:
The device was returned to baxter for service. During testing, the baxter technician reported an infusion pump with an ail (air in line) pcb (printed circuit board) malfunction. According to the hospital representative, no patient injury or medical intervention has been reported related to this device. No additional information is known.

Manufacturer narrative:
The facility reported an infusion pump with a failure code 814:04 condition. Evaluation summary: during product evaluation, a defective ail (air in line) pcb (printed circuit board) was observed. Failure code 814:04 in the event history confirms the defective ail pcb. This failure code is manifested as a result of the ail pcb being defective. The ail pcb was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.